Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative diagnosis was ­­­­­­­­­­­­­­­­­­­inca­rcerated recurrent ventral incisional hernia with no obstruction and postoperative diagnosis was successful repair of recurrent ventral incisional hernia without obstruction with incarceration of omentum using a mesh. The procedure performed was laparoscopic repair with a mesh of recurrent ventral incisional hernia with incarceration. No obstruction. The patient has had erosion and recurrence. Medical history: umbilical hernia repair, recurrence.